Manufacturer narrative:
This supplemental report is being submitted to correct information submitted on a previous report. Corrected fields: h2 "device evaluation" was mistakenly marked on the previous report and h3 marked as "no".

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center received intermittent scope communication error (b30 error). The customer reported they receive the b30 error once in a while but once they cleaned the metal connector, everything starts working fine. The customer was informed that it is perfectly normal, it is usually some residue left over from reprocessing. The customer was informed to add wiping the connectors with alcohol as the last step in reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is not know why the issue occurred. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.